Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: investigation found that on (B)(6) 2014, the black box recorded two ¿loss of prime¿ warnings due to a non-zero low force. The pump was exercised for 24 hours at a 1 unit/hour rate with no ¿loss of prime¿ warnings or other errors occuring. The pump's force sensor failed a calibration test. The force sensor resistance was tested and found to be within the appropriate range. The patient's complaint could not be duplicated during investigation. Unrelated to the loss of prime allegation, the battery cap was damaged and the threads were stripped so a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.